Manufacturer narrative:
(B) (4) - pseudoarthrosis - (B) (4). Literature article citation: acosta f. Patient satisfaction and radiographic outcomes after lumbar spinal fusion without iliac crest bone graft or transverse process fusion" in the journal of clinical neuroscience (2009; 16: 1184-1187); (10.1016/j.jocn.2008.12.006). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a laminectomy followed by posterior spinal fusion using pedicle screw-rod fixation. The patient also underwent transforaminal lumbar interbody fusion (tlif) using rhbmp-2/acs. At an unknown time post-op, the patient was diagnosed with pseudoarthrosis. The patient underwent revision fusion with anterior lumbar interbody fusion (alif) and posterior fixation.